Event description:
A surgeon reported the planning station calculated target coordinates in the right-posterior area of the brain (x = positive value, y = negative value) instead of the left-frontal area where it is intended. Since the issue was reported during planning there was no impact to the pt's outcome.

Manufacturer narrative:
No archives or parts have been received by the MFR for eval.